Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was 3.1 mmol/l. During the following 3 to 4 hours the sensor displayed values between 3.1 and 3.7 mmol/l. The patient self-treated with carbohydrates (4-5 glasses of juice), but the cgm reading remained the same. The patient was feeling tired and went to bed. At some point on (B)(6) 2025, an ambulance was called and the patient was taken to the emergency department due to diabetic ketoacidosis. The patient was treated with intravenous fluids of saline and insulin. The patient was discharged on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.